Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a supply change. Additionally, it was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. Customer¿s blood glucose level was 80-200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.